Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.

Event description:
When the catheter was positioned at the lesion, the operator released the liquid to swell the balloon, but this liquid leaked out from hub. The physician could not complete the intervention with this device. When physician removed the delivery system and its relative stent from pt, he noticed that liquid leaked out through the hub. A crack in the hub was noticed. Therefore, a new catheter was used to carry out the operation. It was noted that there was no damage to the packaging, and the product looked normal during prep. There were no adverse pt consequences.